Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 26, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry femoral nail insertion, an 8 mm trochar was unable to be passed through the 120 degree locking option on a standard insertion handle. The same 8 mm trochar was able to be successfully passed through a different standard insertion handle. There was a ten (10) minute surgical delay. The procedure was completed successfully. No further patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as burrs were apparent on the bottom edge of the handle's oblique hole which would inhibit a trocar from passing through the instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned instrument was examined and the complaint condition was able to be confirmed as burrs were apparent on the bottom edge of the handle's oblique hole which would inhibit a trocar from passing through the instrument. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The proximal locking hole of the returned instrument was tested with gauge pins and the largest pin which was able to pass through the hole was 11.57mm. Per the drawing the tolerance for the oblique hole is 12-12.036mm; the complaint condition is confirmed in each instance. A device history review was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with rough handling/wear and tear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.